Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a message indicating that the ICD was in 'fallback' mode, and showed incorrect information when interrogated. The ICD was replaced.